Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall exactly when the alleged inaccuracy issue began. The patient reported obtaining a reading of 238mg/dl using the subject device compared to a reading of 107mg/dl obtained using a laboratory device, both measurements within 10 minutes of each other. Based on statistical methodology, the difference between these readings exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes using a combination of pills, diet and/or exercise and denied making any changes to her usual diabetes management routine after the alleged issue began. The patient reportedly experienced symptoms of ¿sweats¿ an unspecified amount of time after the alleged issue began and denied receiving any form of medical intervention in response to the alleged issue. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure, the correct testing procedure was being used and the test strips were stored correctly. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.